Event description:
It was reported that the patient was experiencing inadequate stimulation and that the ipg would no longer charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and was doing well postoperatively. The explanted ipg was discarded.